Event description:
A reliant stent graft balloon catheter was inserted into the pt for further expansion of an implanted aneurx stent graft at the location of the aortic neck to the iliac limb. The physician had inflated the balloon one time when the balloon burst. The balloon was successfully removed from the patient. The physician elected use another reliant balloon and successfully completed the case. The catheter was returned to medtronic and the analysis is pending. No additional clinical sequelae were reported and the pt is fine.